Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the user was unable to issue medication from the refrigerator. A technical support specialist found that the items were not assigned as refrigerator items, no key screen appeared for the user when attempting to issue the medication, no key was assigned in the bin location, the key combo showed no configuration, and the key screen displayed no information. The user later stated that the issue had been resolved on their end and mentioned that they had the refrigerator key and simply opened the refrigerator to take the medication. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank, the user was unable to issue insulin glargine 100 units/ml (3 ml pen) to a patient from the refrigerator. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.